Event description:
A report was received that the patient was not receiving stimulation. The bsn sales representative attempted reprogramming but was unsuccessful as both leads showed high impedances. The physician was recommended a lead revision.